Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pace impedance measurements of greater than 3000 ohms, oversensing of noise, low p-waves, and high capture thresholds. It was noted that the noise could not be reproduced. Technical services (ts) recommended trouble shooting options. No adverse patient effects were reported. This lead remains in service. Additional information was received that the patient scheduled a venogram with their health care professional (hcp) and at that time, plan of care would be discussed depending on what is found. No adverse patient effects were reported. This lead remains in service. Additional information was received which indicated that this ra lead was fractured. The patient planned to be seen for a revision. At this time, this lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pace impedance measurements of greater than 3000 ohms, oversensing of noise, low p-waves, and high capture thresholds. It was noted that the noise could not be reproduced. Technical services (ts) recommended trouble shooting options. No adverse patient effects were reported. This lead remains in service.